Event description:
The facility representative reported that the pump's batteries would not hold a charge. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 01 2007. Evaluation summary: the customer reported issue was confirmed during service. During service, the baxter technician found a fail code 570:320:844:0000 in the event history. This fail code was associated with batteries. Inspection of the device found that the main batteries were depleted and potentially damaged. The main batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.